Event description:
It was reported the procedure was to treat a mildly calcified lesion in the superficial femoral artery (sfa). The 9.0x80mm absolute pro self expanding stent system (sess) was advanced to the target lesion however the thumbwheel stopped turning and the stent only partially deployed. The sess was removed with the stent without issue. Outside the patient the stent was able to be deployed normally. The procedure was completed using a covered stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the mildly calcified anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported/noted mechanical jam and the reported activation/deployment failure. Interaction with the mildly calcified anatomy and/or manipulation on the device resulted in the noted device damages (multiple stent sheath kinks, multiple bent I-beam) likely contributing to the reported difficulties. As reported, handling post procedure resulted in the noted bent, smashed, separated inner member. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.